Manufacturer narrative:
Product event summary: the data files and sheath, 4fc12 with lot number 64362 were returned and analyzed. The data files showed at least 19 applications were performed with balloon catheter, 2af284 and lot number 04093 without any issue on the date of the event. Visual inspection of the returned sheath showed the device was kinked at 4.323 inches from the tip. A test catheter passed through the sheath without any issue. In conclusion, the sheath failed the returned product inspection due to a kink on the shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, upon attempting to insert the balloon catheter into the sheath, the valve of the sheath was hard, and the catheter was unable to be inserted. The sheath was then replaced and the case was completed with cryo. No patient complications have been reported as a result of this event. The sheath subsequently tested out of specification per the manufacturer's investigation.